Event description:
The following was reported to hamilton medical ag: battery charger indicator is not lit. Before use with c1 the nurse find battery charger indicator is not lit then told my engineer. No patient involvement.

Manufacturer narrative:
Hamilton medical ag has not received the device for investigation. However, we were informed that the technician on site replaced the power supply board and the device was functioning as intended. Hamilton medical ag case number is:(B)(4).